Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37092, lot# 263630002, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the lead was replaced bilaterally. It was noted the patient was doing well and was getting good coverage. It was stated the ins was replaced at the same time the leads were. It was noted the generator that was removed would be sent for product analysis. It was further reported the patient had difficulty recharging the ins. It was noted the device had a hard reset in the past and the physician felt the generator should be replaced. It was noted there was no patient injury and the patient recovered without sequelae.

Event description:
It was reported that the patient had their occipital leads removed and they were not replaced. It was noted that this event occurred during normal use. It was further reported that there were high impedances of 10,000. It was noted that all electrodes were high. It was also reported that the product issue was resolved and the cause of the issue was the ¿lead was coming through the skin exposing the lead.¿ the patient was reportedly seen at their health care providers office on the day prior to the report and had complaints of a blister at the lead site and surgery was scheduled to replace both the leads. It was further noted that it was established during surgery that the site was infected. It was reportedly decided to leave the current implantable pulse generator (ipg) and extensions. It was noted that the plan was to resolve the infection and then replace the leads. The symptoms associated with this event were reported as a burning sensation, erosion, and less than 50% therapy relief. It was noted that the symptoms were at the lead location. The patient was also noted as alive with no injury.